Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an occlusion event and was alerted by alarm 2 followed by alarm 26. The blockage was located at the site. Patient changed supplies as necessary and resumed insulin therapy. No further information available.